Event description:
The stent fell of the balloon and was flattened at one end. The product was not clinically used. There was no pt injury. The product is available for evaluation and testing. However, the product has not been received as of to date.